Event description:
The endo department reached out to the boston scientific (bs) representative and was informed that this is a normal process: the ball that detached from the clip inside the patient was designed to pass naturally through the patient's gi system. This was not in any of the literature or education provided by bs.